Event description:
This customer observed results from a single patient sample that were associated with the incorrect sample identification number on their (B)(4) laboratory automation system. The mis-association of results with the incorrect patient may lead to inappropriate physician action. The original results were reported from the laboratory, and a corrected report was issued prior to any physician action. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4)

Manufacturer narrative:
The investigation determined that the operator failed to remove sample tubes from the centrifuge module following a shutdown of the (B)(4) laboratory automation system as recommended by the (B)(4) instructions for use. The (B)(4) laboratory automation system correctly identified the affected samples however the operator did not review the results were uploaded to the lis. The root cause of this event is user error. The operator failed to adhere to the manufacturer's instructions for use. The (B)(4) laboratory automation system was operating as intended.